Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 30 retain samples were subjected to retraction lockout testing. One of the samples failed testing as it did not retract upon pressing the activation button. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: retraction issue. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle would not retract during activation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that after using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle would not retract during activation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.